Manufacturer narrative:
The exact date of death is unknown but has been captured as the date of explant. If additional information becomes known, a supplemental report will be submitted. Investigation: the device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding the tachycardia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause unable to be determined due to insufficient clinical details. Related medical device: this is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the associated device.

Event description:
The complainant reported a patient in cardiogenic shock from an acute myocardial infarction was implanted with an impella 5.5 device for mechanical circulatory support. The patient had a previous impella 5.5 device to assist with high-risk percutaneous coronary intervention (pci). Shortly after the impella 5.5 device was explanted the patient decompensated. The patient was returned to the operating for a new impella 5.5. Placement. Through the night, the patient experienced episodes of ventricular tachycardia. The impella device was noted to have been repositioned. Since early the next morning no ventricular tachycardia episodes were noted. The patient was noted to be on antiarrhythmic medication (amiodarone). The patient remained sedated and intubated. This same day it was noted family discussion was held, care was withdrawn and the patient expired. The patient was not a candidate for advanced therapies.